Event description:
It was reported that during an unknown procedure the curved contour stapler pin got stuck and stapler would not fire after a reload had been loaded. Had to use an artery forcep to pull pin up, then used another reload and was able to fire. The procedure was successfully completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 7/30/2024. D4: batch #793c04. B3: only event year known: 2024. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cs40g device was received with no apparent damage and with a reload present. The reload was received fully loaded with staples, with the washer uncut, with the drivers and with the knife recess below the reload deck. It is possible that the reload was not properly loaded as it was received not loaded on the device and the retaining pin was up. This fact indicate that the reload was removed and tried to insert incorrectly and/or incompletely after the retainer was removed. The returned reload was placed on the device and it opened and closed without any difficulties. The device was tested for functionality with the returned reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for the complete guide loading and reloading the instrument. Although no conclusion could be reached on the cause of the reported event of "difficult to open", the instructions for use do contain the following caution: after firing the instrument, open the jaws of the instrument by squeezing the closure trigger and pushing the release button with the thumb. For controlled release, while holding the release button down, open your hand to release the closure trigger. Cartridge drivers are exposed as a spent cartridge indicator. If the instrument becomes locked onto tissue and will not open by pressing the release button, the device can be opened by depressing the release button and pulling the closure trigger simultaneously. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 793c04, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device cs40g lot number c9dc4g and no non-conformances were identified